Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the surgeon describes seeing a chunk of metal or the cable beginning to shred near the jaws of the mega suturecut instrument. The surgeon stated that it was difficult see unless through the surgeon console. The procedure was completed with unknown reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the instrument was inspected during sterile processing department (spd) and visual inspection with no damages noted. The surgeon was performing a suturing when the event occurred. It was unknown of the color of the cable but was described as a frayed cable. It was unknown if the instrument collided with any other instrument during procedure. No reported fragment to fall into the patient. The instrument will be returning to isi for evaluation. There was no photographic images or recordings for review. No patient harm or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.